Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the pt presented to the emergency room with chest pain and percutaneous transluminal coronary intervention (ptci) was performed on the target lesion due to restenosis within the xience v stent. No additional event or pt info is available.

Manufacturer narrative:
Angina and restenosis are known risks of coronary stenting procedures, and are listed in the IFU as potential adverse events. These pt effects, in additional to hospitalization are listed in risk assessment, as no-fault post-procedure complications and are not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant. It is possible that the angina is a secondary effect of the restenosis, which was treated with ptci and required hospitalization; however, a conclusive root cause for the reported pt effects cannot be determined. There is no indication of a product quality deficiency.